Event description:
A scheduled follow-up of the subject ICD revealed that the device was not pacing and the battery was completely exhausted at 1.88v. The recommended replacement time (rrt) was confirmed at the last regular follow-up on (B)(6) 2019. The physician had the impression that premature battery depletion occured and suspected a device problem. The device was explanted on (B)(6) 2020 in singapore.

Event description:
A scheduled follow-up of the subject ICD revealed that the device was not pacing and the battery was completely exhausted at 1.88v. The recommended replacement time (rrt) was confirmed at the last regular follow-up on (B)(6) 2019. The physician had the impression that premature battery depletion occured and suspected a device problem. An ICD replacement surgery is scheduled for on (B)(6) 2020.

Manufacturer narrative:
The preliminary analysis of the provided patient files confirmed that premature battery depletion occurred.

Event description:
A scheduled follow-up of the subject ICD revealed that the device was not pacing and the battery was completely exhausted at 1.88v. The recommended replacement time (rrt) was confirmed at the last regular follow-up on (B)(6) 2019. The physician had the impression that premature battery depletion occured and suspected a device problem. The device was explanted on (B)(6) 2020 in singapore.

Event description:
A scheduled follow-up of the subject ICD revealed that the device was not pacing and the battery was completely exhausted at 1.88v. The recommended replacement time (rrt) was confirmed at the last regular follow-up on (B)(6) 2019. The physician had the impression that premature battery depletion occured and suspected a device problem. An ICD replacement surgery is scheduled for on (B)(6) 2020.